Manufacturer narrative:
(B)(4). Batch # p9220y. The device was returned with the blade damaged with the tip off. The blade tip was not returned. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for tissue pad issues. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Metal contact marks were observed on the blade surface. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nissen procedure, the surgeon was using the devices when the tissue pad was damaged and began to peel off. Generator is not known. Tissue pads are still intact and will be sent back. Another like device was used to complete the procedure. There were no adverse consequences for the patient.